Event description:
During bilateral insertion of cervical cage the screw release mechanism dis-associated with the delivery tool, remaining attached to the cage. After delivery tool was removed, the release mechanism could be seen still attached. Surgeon used needle drivers to remove the release mechanism during procedure. No patient injury was indicated. Patient was fine after the procedure was completed.

Manufacturer narrative:
Evaluation summary. Medical evaluation of the event indicates minimal patient risk when the malfunction is detected intra-operatively. The event resulted in no patient injury. The patient was doing well after the procedure. The entire lot was contained in-house with zero field exposure at the time of the event. The cage loading manufacturing steps were followed with no nonconformances. The cage release spring component detached during the procedure was confirmed through returned sample evaluation. Investigation indicated the malfunction was likely a result of the cage release instrument being overstressed.